Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The pt diagnosed in ventricular fibrillation. Three countershocks were administered after which the pt was asystolic. The paramedics attempted to administer external pacing. When the operator pressed the start/stop button, the unit allegedly displayed the leads alarm and pacing was inhibited. The pt's ECG rhythm subsequently changed to a pea rhythm that did not require pacing. Another countershock was administered and the pt regained a pulse. The pt was delivered to the hosp and is expected to be discharged.